Event description:
It was reported that the right ventricular lead had decreasing impedance over the last five months. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - impedance/resistance decrease. Steady decrease in lead impedance from approximately 600 ohms in (B)(6) 2011 to approximately 200 ohms in (B)(6) 2011.